Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was found broken while hanging from an IV pole. The reporter indicated that a secondary medication bag used with the set was found on the floor. This occurred during infusion of an unknown drug and after a nurse performed the setup with no issues reported. The nurse returned to the room to find the broken set. After this issue was found, the secondary set and the medication source were replaced, and the patient¿s therapy was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.